Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is report 2 of 2 involved in this event. This is a report of a connection issue and breach in aseptic technique that resulted in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. On an unknown date the patient had a loose connection between their minicap transfer set and their titanium adapter. Poor aseptic technique was used while attempting to tighten the connection and the patient was later diagnosed with peritonitis. The patient was treated with vancomycin (1gram, once a week, route unknown) and recovered from the peritonitis. The patient was diagnosed with peritonitis while in the hospital for an unrelated event but remained hospitalized until they recovered from the peritonitis. The patient was retrained on aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4): an event indicative of a potential malfunction of the disposable transfer set was identified. As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. If additional relevant information is received, a supplemental report will be submitted.